Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Visual inspection revealed depressed/jammed back flex battery contact pins. The device was found out of specification in relation to the reported damaged battery pins which were reproduced during evaluation. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a damaged battery pin. There was no known patient injury or medical intervention associated with this event. No additional information is available.